Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
During preparation for a thrombectomy procedure, the hospital staff found that a penumbra engine (engine) was losing suction while in use with a penumbra engine canister (canister). The malfunction was found prior to use and, therefore, the procedure was completed using a new canister and the same engine.